Event description:
Medtronic (covidien) received information during a flow diversion treatment of an unruptured right ophthalmic carotid aneurysm, the physician reported that the pipeline device was stuck in capture coil and capture coil was detached from the pushwire. The patient's proximal internal carotid artery (ica) was extremely tortuous. It was reported that the pipeline was challenging to push through the microcatheter. The pipeline was delivered to the m1 section of the middle cerebral artery (mca) and was partially deployed in the mca and appeared to be opening well. The physician torqued the wire twice to detach the capture coil. The tip wire did not rotate so tension was taken off the microcatheter and the wire was rotated again and turned six times. The tip wire still did not turn and the entire device was slowly pulled closer to the neck of the aneurysm to see if the tip coil would detach as the device was pulled. As the device was being pulled, it was noticed the tip wire had broken off the delivery system and it was still attached to the distal end of the pipeline. The physician continued to open the pipeline by unsheathing the catheter. The proximal end of the device was opened, but the distal end was still closed and the capture coil appeared to be tangled in the end of the device. The microcatheter was advanced back through the partially opened pipeline and the capture coil was bumped off the end of the device. As the distal end opened the tip coil went distal to the pipeline and was now located in the anterior cerebral artery. The physician used a gooseneck snare to recapture the device and the tip coil was removed by pulling the microcatheter and guide catheter through the shuttle with the captured tip coil trapped in the snare. The pipeline was not covering the proximal portion of the aneurysm neck, so a second pipeline was placed through a new microcatheter. The second device was placed though the first device and opened well without incident. Imaging verified the construct was well opposed. The patient was reported to develop a subarachnoid hemorrhage (sah) post procedure and one day post procedure, the bleed was continuing to get larger. The patient did receive aspirin/plavix. Pru was not tested. Sah was likely due to the retrieval of the tip wire. The sah was ipsilateral and distal to the aneurysm. The physician did not expect to do an additional intervention.

Manufacturer narrative:
The lot history records of the reported lot numbers have been reviewed and no quality issues were noted. The snare and pushwire were returned for evaluation without the pipeline as it was implanted in the patient. No defects were found with the snare. The pushwire appeared to be broken into two segments (distal and proximal). The pushwire was found to be broken at approximately 3.0 cm from the distal tip. The length of the distal broken segment was approximately 3.0 cm. The tip coil and capture coil were found to be damaged. No other anomalies were observed. The broken end was then analyzed by scanning electron microscopy (sem). Based on the above findings and sem analysis, the customer's report was confirmed for pushwire separation issue. The surface exhibits ductile feature indicative of overload failure. The customer's report could not be confirmed for pipeline stuck in capture coil and resistance during delivery issues. The causes for the reported experience could not be determined as the pushwire as returned without the pipeline and catheter. It is possible that the damage to the tip coil and capture coil may have contributed to the reported issues subsequently causing friction during delivery, stuck in capture coil and pushwire separation issues. However, the cause for damages could not be determined. All products are 100% inspected for damage and irregularities during manufacture.